Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) instrument was analyzed and reported failure was confirmed. Usm was tested on an in-house system in normal mode where it confirmed and replicated error 31226. Usm was tested on a pftp where it failed fiber test for low fiber value on the clockspring. The clockspring fiber assembly will be replaced as a fix to the reported problem.

Manufacturer narrative:
Based on the claim against the product by the customer noting universal surgical manipulator (usm) not working properly, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found error 31226 via monitoring system logs and replaced the usm to resolve the reported issue. System was tested and verified as ready for use. Isi has received the product involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during da vinci-assisted surgical procedure, the universal surgical manipulators (usm) were not working properly. No further information was provided. The intuitive surgical inc.(isi)technical support engineer (tse) reviewed system logs but found no usm-related errors in the logs. The procedure was completing with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon had an issue seeing through the surgeon side cart. No further info was provided.